Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 7 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016. The events leading up to the patient¿s expiration were (B)(6) bacteremia, presumed endocarditis, lvad infection complicated by septic embolic cerebrovascular accident with hemorrhagic conversion in the left temporal lobe. The patient had presented to the emergency department on an unspecified date complaining of a headache, lethargy, ankle pain, and mid-scapular pain. A head CT revealed a temporal stoke with hemorrhagic conversion. Neurosurgery and neurology services were consulted, and the patient was admitted to the intensive care unit. An echocardiogram was negative for thrombus or emboli. Blood cultures were positive for (B)(6). The infectious disease service was consulted and the patient was treated with intravenous cefazolin. CT scans of the right ankle and thoracic spine were negative for infection. The orthopedic service was consulted to evaluate the right ankle, and there was low concern for a septic joint. Ophthalmology was consulted and the eye evaluation was normal. A repeat head CT on (B)(6) 2016 revealed a second small bleed in the temporal region. The patient remained neurologically intact. All anticoagulation was stopped and the patient received one unit of fresh frozen plasma for anticoagulation reversal. Blood cultures were negative on (B)(6) 2016. A heparin infusion was started on (B)(6) 2016 and a repeat head CT was stable once the partial thromboplastin time (ptt) was in the therapeutic range of 60-80 seconds. Warfarin was then restarted. Numerous referrals were sent for home infusion services, but the patient was declined due to his illicit drug use. Ethics and palliative care were consulted. The patient¿s antibiotics were changed from cefazolin to ceftriaxone for once daily dosing so that the patient could utilize a hospital based infusion clinic. The inr rose slowly and the patient became anxious to be discharged. The patient verbalized wanting to leave against medical advice when the inr was 1.8. A head CT was completed and it was stable. It was reported that the patient then decided to stay one more day for heparin bridging. The inr was 2.1 and the next day the patient was discharged home. Neurology was consulted and aspirin 324 mg daily was restarted on the day of discharge, and the patient was to receive IV ceftriaxone 2 gm daily. It was reported that on (B)(6) 2016 the patient was found at home, alone, after missing a clinic appointment 2 days previous. No device issues were reported and the device will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection and septic embolic cerebral vascular accident with hemorrhagic conversion could not be conclusively determined. Pump pocket infection, stroke, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications.